Event description:
In 2003 pt was admitted to hosp after experiencing focal seizure. Tegretol levels were monitored and pt was given IV decadron. Pt was observed overnight and discharged. Relationship to treatment is possible.